Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Patient effect of myocardial infarction, as listed in the promus everolimus eluting stent system instructions for use is a known adverse patient event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure on (B)(6) 2010, two promus stents (2.75x28 and 3.0x28) were implanted in an unspecified vessel. On (B)(6) 2012, possible myocardial infarction was diagnosed. Cardiac enzymes were performed. Repeat angiography was not performed as a result of this event. No additional information was provided.